Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The compressor was investigated on site and the compressor tubing was replaced but not returned for further investigation. The reported faulty part (tubings) are supposed to be replaced during the 8000 hours pm (preventive maintenance) for this model of compressor. The last pm was performed on (B)(6) 2020 but the compressor tubing was not replaced. The compressor mini must be serviced at regular intervals by personnel trained and authorized by getinge. The broken part is subjected to wear and tear if used during an extended period of time without being replaced during preventive maintenance. The reported unit was installed at the customers site in (B)(6) 2016. A leakage in the compressor tubing could lead to the loss of air supply for a connected ventilator. This could, depending on oxygen level being used, result in stop of ventilation or in a lower than set pressure in the patient circuit. A low pressure alarm will be triggered if this error occurs. The root cause is for this malfunction is that the reported unit was not maintained correctly, causing the tubing to wear out.

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient involvement. Manufacturer ref.#: (B)(4).